Event description:
Customer reported, the nurse changed an empty heparin bag with a new one (unspecified volume) at 2104 and noticed at around 0100 that the bag had almost completely infused with approx 100-150 cc left. She checked the infusion settings and verified they were correct. But because the overinfusion, she turned the pump off to continue investigating. She then noticed that the heparin was still running despite the pump being off; she disconnected the heparin from the pt and opened the pump door, and noticed that the tubing was kinked in the pump segment. She checked the pt for signs of new bruising or bleeding and found none, called to info the physician, got a stat ptt and followed his orders (nature of the orders not specified in customer's initial report).

Manufacturer narrative:
(B)(4). Pt info requested. Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval. The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.